Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. Philip's field service engineer (fse) confirmed the alleged issue. The touchscreen was replaced to address the event. The fse calibrated the screen, tested the unit, and the unit was returned to service.

Event description:
The customer reported that the touchscreen was not working properly in the bottom right corner and did not respond after calibration. There was no patient involvement. The event date was not specified; estimate used.